Manufacturer narrative:
This report is submitted on january 25, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to electrode array out of place. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 12, 2022.